Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was not stable, the needle bearing was worn, the cable was replaced by a third party and was damaged, the device was out of calibration, and the control bar ends were thin. The motor, needle bearing, plug harness assembly, control bar, thickness control shaft, shaft bearings, and sleeve bearings were replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device had a corroded motor, worn needle and defective control shaft bearings and control bar. All needed to be replaced. No further information provided. No patient was involved, according to technical department the dermatome was due for service. Did not occur during procedure, no patient involvement. Investigation found the motor speed was unstable and the cable was damaged exposing wire. No adverse event was reported as a result of this malfunction.